Event description:
The manufacturer received information alleging a ventilation service required and active exhalation valve (aev) error codes were found during preventative maintenance on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the error codes, aev failure and oxygen flow railed low, error codes were observed on the device's error log. The manufacturer's service technician evaluated and determined the sensor board had caused these error codes to occur on the device. In conclusion, the device's sensor board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the speaker was replaced for a non-reportable error code that was observed on the device's error log, which was unrelated to the reportable issue. The power cord, plastic thread cap, and cord retainer were replaced for missing on the device, which was unrelated to the reportable issue. The device passed all final testing.